Event description:
It was reported that the pump battery was depleting quickly, that the pump time was intermittently incorrect, and that the customer experienced difficulty charging the pump with the usb cable. Additionally, it was reported that the pump touchscreen was intermittently unresponsive and unreadable. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.